Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Per the operative report, a "cosgrove-edwards ring was chosen to help reduce the valve annulus....the valve was again tested with saline load into the left ventricle and appeared remarkably competent." An echo was performed and significant mitral regurgitation was noted. "The mitral valve was reexamined. The band was intact. The suture line was also intact. There was, however, tearing laterally in the p3 portion of the leaflet, perhaps 0.5 centimeter lateral to the suture line. This had the appearance of there being excessive strain on this portion of the leaflet and, as indicated previously, this was fragile appearing tissue and it appeared as if the tissue simply tore from perhaps excessive strain. Because of the fragilty of the posterior leaflet tissue, this problem did not appear repairable and, therefore, the decision was made to replace the valve with a tissue prosthesis."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient also had another device explanted. Device not returned.